Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. The patient was hospitalized for the event. On the same day as event onset, the patient was treated with vancomycin (3 grams, intraperitoneal and frequency not reported) and ciprofloxacin (500 mg, oral and frequency not reported) for the event. At the time of this report the patient was recovered from the event. Pd therapy was ongoing. No additional information was available at the time of this report.